Event description:
It was reported that during a therapeutic ureteroscopy a 7.5 fr rigid scope was attempted but could not be passed. Then this 6 fr uromax ultra balloon catheter was used, contrast was injected and the balloon burst at 8 atms of pressure, with contrast extravasation seen in the retroperitoneal space. The balloon was removed and an 8fr scope was advanced which passed a very small perforation - about 3 mm. The stone was removed and then a double j 6fr stent was advanced, with a good curl obtained in the renal pelvis and the bladder. The pt was kept overnight and discharged the next day, with oral antibiotics and directions for the stent to indwell 7-10 days. The pt healed well, with no complications. The follow up test was normal.